Event description:
It was reported that the customer had cracks at the corners of the display of the insulin pump. Customer stated that they do not know how it happened. Customer was asked to return the pump for analysis. No additional information provided.

Manufacturer narrative:
The insulin pump was received with a cracked reservoir tube lip, cracked battery tube threads, a scratched display window and a cracked case at the display window corner.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.